Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height main drawer 3.2 was intermittently failing. The controller board was inspected, and slight damage to the plastic on the retractor was found. A field service engineer reseated all row tray connections, replaced six drawer bus wires to prevent future issues, rebooted the device, and ensured all controller board lights were properly lit to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer was failed and not detected on communication bus. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information : section b describe event or problem, section h imdrf annex c and manufacturer narrative. Correction : section d unique identifier (UDI) and medical device model. The reported condition of drawer failed, not detected on bus was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order #(B)(4) the fse reported that the half height main drawer 3.2 was intermittently failing. The fse inspected drawer and row b was not detected. The fse inspected controller board and found slight damage to the plastic on retractor and receptacle that helps secure retractor band in place. Controller board was replaced and customer successfully inventoried device without issues. The fse inspected bus wire for cut marks and found some. The fse replaced 6 drawer bus wire to prevent issues in the future. The fse used diagnostics application to troubleshoot device and ensured all drawer components were fully functional. The report was closed. During dchu visual inspection: p/n 120547-01: was received with signs of thermal damage. During dchu testing: p/n 120547-01: no testing by the dchu was required due to the thermal damage observed. Exposed copper strands and black marks were observed on the cable. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer was failed and not detected on communication bus. As per part investigation, it was that determined that due to the damaged "assy cbl pyxibus 6 drawer" (p/n 120547-01) which had signs of exposed copper strands which lead to the observed thermal damage which compromised the drawer's functionality. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.